Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. Additional device product code is hwc. (B)(4). Date of implant was reported as an unknown date in 2012. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail, helical blade, and locking screw implanted on an unknown date in 2012 were removed on (B)(6) 2016 due to necrosis of the patient's femoral head. The explanted devices were successfully removed with no additional medical intervention required. There were no surgical complications. Reportedly the nail was removed with the aid of an extraction hook. The patient status at the end of surgery was reported as "normal". This report is 1 of 3 for (B)(4).